Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis two empty opened folders of product code 8732. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the suture broke while putting knot". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record review was performed for the finished device batch lot number and no non-conformances were identified.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2019 and suture was used. The suture broke while putting knot during distal anastomosis. There were no adverse patient consequences reported.